Manufacturer narrative:
There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Based on the available information, a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and stated that one of their bags had white, cloudy fluid. The patient was advised to contact the peritoneal dialysis registered nurse ("prdn"). The patient¿s pdrn confirmed the patient was diagnosed with peritonitis and hospitalized. The patient was treated with antibiotics (type, dose, route, frequency and duration unknown). No further information was provided and the pdrn. It is unknown if the patient remains hospitalized or if pd therapy was continued during hospitalization.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.